Manufacturer narrative:
Patient weight is not available from the facility. Device lot number and expiration date not available. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead management procedure to extract two pacemaker leads (ra and rv) due to infection, an effusion was identified. An lld device was used for traction in the removal of both leads. Reportedly, both leads were extracted using an sls laser sheath. After the rv lead was removed, the blood pressure dropped. No effusion was confirmed and the blood pressure increased with the administration of medication. Then the physician started to extract the ra lead. The sls device reached near the tip, and the lead was extracted. The blood pressure dropped and a small effusion was confirmed. The surgeon performed small incision at the ensiform cartilage and a drain tube was inserted. The patient outcome was good, with some additional hospitalization being required. This report pertains to the removal of the rv lead.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.